Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle safety guard coming off/breaking when the eclipse needle is being used. The following information was provided by the initial reporter. The customer stated: "material no. 368607 batch no. 2124454 it was reported by the customer that the safety hubs are breaking off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken eclipse shield was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their eclipse shields activated, and the issue of broken eclipse shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken eclipse shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle safety guard coming off/breaking when the eclipse needle is being used. The following information was provided by the initial reporter. The customer stated: "material no. 368607 batch no. 2124454 it was reported by the customer that the safety hubs are breaking off."